Event description:
It was reported to medtronic minimed that the customer reported a partial display. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. The customer continued to see missing segments after replacing the battery or after running the self-test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1781k was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added clear retainer ring recall number. Unit received with blank display immediately after battery insertion. Unable to perform sleep current measurement, active current measurement, and selftest due to blank display. Unable to download due to blank display. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage was noted on the force sensor, motor assembly, and pcba 1 during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover, pillowing keypad overlay, cracked keypad overlay select button, cracked case at belt clip rail corner, cracked retainer, stained serial number label, and scratched case. Unable to verify partial display anomaly due to blank display. Blank display was confirmed during analysis due to moisture damage on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.